Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test.insulin pump received with case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. Visual inspection shows damage is cracked display window corner and not cracked lcd display window as reported by the user.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl due to damaged infusion sets. Customer also reported that display screen had a diagonal crack. Customer was advised that insulin pump would need to be replaced.